Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent unspecified cartridge alarms occurred with multiple cartridges during the load process. The user's blood glucose (bg) level ranged from approximately 190 mg/dl to the 300's (mg/dl). The bg level was addressed by the user changing the cartridge and infusion set. Multiple attempts were made by tandems technical support to obtain additional information; however, no additional information was provided.